Manufacturer narrative:
Other applicable components are: product ID: 3093-28, lot# v002852, implanted: (B)(6) 2006, product type: lead.

Event description:
Additional information was received from a consumer. It was reported that the patient¿s doctor thought the wire shorts were due to the patient¿s movement and level of activity. The patient did not think any of the surgeries were associated with a device allegation. No further complications were reported/anticipated. See related MFR reports 3004209178-2015-16956 and 3004209178-2015-16959.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information reported. Patient weight obtained.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v002852, implanted: (B)(6) 2006, product type: lead. (B)(4).

Event description:
The consumer reported that the device was not as effective on the left side as it was on the right side. The left side was implanted on (B)(6) 2006. The lead wire shorted out on (B)(6) 2006. The patient had a revision and the device was moved back to the right side. The indication for use for this patient was urinary dysfunction/sacral nerve stimulation. No troubleshooting was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.